Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had difficulty recharging. The caller reports that the patient was having difficulty coupling. The ins is hard to palpitate and it's at an angle on a skin fold. Tech services and the representative discussed the possibility of the patient not using her ins if it takes too long to charge due to poor coupling. The patient may need revision to address ins position issue, and the representative will discuss it with the health care provider. The patient also got a too hot message, but this is normal as the patient is leaning against the hospital bed to recharge. The pocket is reported as tilted and too deep. The representative was redirected to the healthcare provider. The patient's daughter was shown how to put the antenna over the ins. The patient is able to get a couple black boxes for recharging. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.